Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision reamer t-handle was used in the case to remove reamers from the canal that were placed in the canal with power reamer. It latched to the reamer to allow it to be removed, but the mechanism does not function to twist the t-handle.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the device associated with this report was not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.